Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported inflation difficulty was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure in the non-tortuous, non-calcified, proximal right coronary artery, for treatment of a 90% stenosis, pre-dilatation was performed using a 2.0x15 rx trek followed by successful deployment of a 3.5x28 rx xience prime stent. Intravascular ultrasound was performed followed by an attempt to post dilate using a 3.5x15 nc trek balloon. During the attempt to inflate the nc trek balloon, the balloon did not inflate. The nc trek device was withdrawn from the anatomy and exchanged with a 3.5x15 non-abbott dilatation catheter. Post dilatation was performed successfully. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.